Manufacturer narrative:
A visual examination of the returned catheter noted that the anchor balloon distal bond had completely separated, no additional damage or anomalies were noted. A functional evaluation was performed by filling the compression balloon with water; however, the water leaked through the anchor balloon bond. The cause of the balloon bond failure is undetermined.

Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure (male patient; age and weight are unknown). According to the complainant, approximately 14 minutes into the procedure both balloons failed and the low water alarm sounded. The device was removed and replaced with another prolieve thermodilatation catheter. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "fine."